Event description:
Rear tip extenders were implanted in the pt to lengthen the existing cylinders due to kinking of the left cylinder. The pt also complained of tenderness at the tip of the penis. He stated the device was autoinflating at least six times each day. The reservoir was repositioned intraperitoneally.